Manufacturer narrative:
This report filed february 10, 2016.

Event description:
Per the clinic, the patient experienced a sudden performance decrement with device use; however, the issue could not be resolved. The device was explanted on (B)(6) 2016, and the patient was reimplanted with a new cochlear device during the same surgery.